Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: neu_tlock_anchor, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer¿s representative (rep) the implantable neurostimulator (ins) quit working six months ago without a history of overdischarge. It was noted the consumer hadn¿t received any therapy from the device since that time, but prior to this it covered their pain areas well. The consumer denied any memory of any injury, accident, or other issues that may have rendered the ins inoperable/malfunctioning. On (B)(6) 2016 the consumer was scheduled to have the entire system replaced, but prior to this the rep. Attempted to interrogate the device but it revealed it was ¿discharged,¿ however a prior visit from september 2016 said the device was at end of service and there was a mention of the device being overdischarged. During surgery intra-operative impedances were taken with all results being out of range, over 10,000 ohms, on all 16 electrodes at 0.7, 1.5, and 3.0 volts. Following this the entire system was explanted but the physician did have to cut the leads proximal to the anchors during explant. Following this the entire system was replaced which resolved the issue, and the consumer recovered without sequela. Relevant medical history includes post-lumbar laminectomy syndrome.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the stimulation ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. Per the trace report obtained from the ins after pmr recovery, the total recharge count is 155. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2013. The device was recharged for 7 hours 4 minutes and the battery charged from 3.595v to 4.040v. The battery discharged to the lock mode on (B)(6) 2013; the total therapy loss count is 48. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2013. Analysis of the lead ((B)(4)) found the stimulation lead body fractured at the twist lock anchor site. Analysis of the lead ((B)(4)) found the stimulation lead body was cut through, the product was segmented. (B)(4).

Event description:
(B)(4): a consumer reported via the manufacturer¿s representative (rep) the implantable neurostimulator (I ns) quit working six months ago without a history of overdischarge. It was noted the consumer hadn¿t received any therapy from the device since that time, but prior to this it covered their pain areas well. The consumer denied any memory of any injury, accident, or other issues that may have rendered the ins inoperable/malfunctioning. On (B)(6) 2016, the consumer was scheduled to have the entire system replaced, but prior to this the rep. Attempted to interrogate the device but it revealed it was ¿discharged,¿ however, a prior visit from (B)(6) 2016 said the device was at end of service and there was a mention of the device being overdischarged. During surgery intra-operative impedances were taken with all results being out of range, over 10,000 ohms, on all 16 electrodes at 0.7, 1.5, and 3.0 volts. Following this the entire system was explanted but the physician did have to cut the leads proximal to the anchors during explant. Following this the entire system was replaced which resolved the issue, and the consumer recovered without sequela. Relevant medical history includes post-lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.